Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting ECG "c & d" was pulled from the strain relief at the distribution node (dn). All wires were damaged. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.